Event description:
It was reported that balloon rupture occurred. The 2.5 x 15mm target lesion was located in the calcified left circumflex artery. The 2.5 x 15 nc emerge balloon was introduced for pre-dilation but the balloon ruptured at rated burst pressure. The device was removed and the procedure completed with a w.5 x 15 agent drug coated balloon. No patient complications were reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 2.5 x 15mm target lesion was located in the calcified left circumflex artery. The 2.5 x 15 nc emerge balloon was introduced for pre-dilation but the balloon ruptured at rated burst pressure. The device was removed and the procedure completed with a w.5 x 15 agent drug coated balloon. No patient complications were reported and the patient condition was stable. It was further reported that mild calcification was noted and the balloon burst at 20 atmospheres. No part of the balloon detached inside the patient after the rupture.

Manufacturer narrative:
The device was returned for analysis. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen. There was contrast in the loosely folded balloon. At 10mm from the tip of the device, there was a partial circumferential tear.

Event description:
It was reported that balloon rupture occurred. The 2.5 x 15mm target lesion was located in the calcified left circumflex artery. The 2.5 x 15 nc emerge balloon was introduced for pre-dilation but the balloon ruptured at rated burst pressure. The device was removed and the procedure completed with a w.5 x 15 agent drug coated balloon. No patient complications were reported and the patient condition was stable. It was further reported that mild calcification was noted and the balloon burst at 20 atmospheres. No part of the balloon detached inside the patient after the rupture.